Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that something is off with their controller and it's not working properly. Caller stated that they're not getting a full charge in their implant and the controller is cutting off. Caller added the implant is not charging up good and it's not staying charged. Caller stated the controller keeps shutting off and the recharger is getting really hot. Caller stated one day the relay box on the recharger touched their side and it was as hot as an iron. Caller confirmed that by cutting off they meant the controller screen was going black and unresponsive. When asked for event date, caller said it's been a while and later said at least a couple months. It was also reported that for at least a couple months the controller has had a rattling sound inside of it like something is loose. Caller confirmed they have dropped the controller a couple of times but it seemed to keep working fine. Caller stated something is going on with it now though and they need a new one. Caller repeated that the controller will cut off and go blank and unresponsive for a while until they take the battery out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: event date is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.